Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but received a compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/delivery and excessive no delivery test due to a compromised force sensor alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call that customer was hospitalized due to non-diabetes related issue. Customer had back surgery and due to not being able to eat because of surgery, customer had low blood glucose of 52 mg/dl. Caller reported that insulin pump was removed prior to surgery and after surgery insulin pump was not working correctly and was not able to connect customer. Caller reported that drive support cap was flushed. During troubleshooting, it was found that date and time were incorrect and assistance was given to program time and date.